Event description:
The customer reported that the insulin pump is not working. Customer stated that the pump was exposed to fluid. The pump has blank screen and vibrating without alarm or alert. Customer's blood glucose was 280mg/dl. Troubleshooting was done. Insulin pump replaced. No further information provided.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had minor scratches on the display window, cracked display window corners, cracked reservoir tube lip. A vibrating alarm could not be verified due to the blank display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.